Event description:
A report was received that the patients ipg was protruding out due to it sitting right at a fatty fold. No device malfunction was suspected. The patient underwent a pocket revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was an actual skin breakage. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients ipg was protruding out due to it sitting right at a fatty fold. No device malfunction was suspected. The patient underwent a pocket revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.